Event description:
User has experienced approx 100 pt samples with erroneous creatinine results since 2007. Only the following examples were provided: initial results for three pt creatinines were 0.6, 0.1 and 0.2 mg/dl. When repeated, the results were 3.5, 1.0 and 1.9 mg/dl respectively. No adverse events were reported in association with the incorrect results. The field service rep found the syringe water filters were clogged and cleaned the filters.